Event description:
It was reported that the device was difficult to be removed. The target lesion, with 80% stenosis, was located in the mildly tortuous distal left anterior descending (lad) artery. A 2.50 mm x 20.00 mm agent drug coated balloon (dcb) was selected for treatment. During insertion, difficulty was encountered when attempting to cross the lesion, and the shaft bent at the mid shaft portion. The device was removed with difficulty; the procedure was completed.